Event description:
When using the robotic harmonic scalpel when the "hot" side of the jaw broke off. There was no alarms or warnings. All pieces retrieved from patient, removed from use and replaced with a new one. No patient harm.